Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 250cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was diagnosed by ultrasonography. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate profile 250cc saline breast prosthesis on (B)(6) 2019.

Manufacturer narrative:
On 10/02/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported a patient experienced a deflation in a breast saline implant. During visual evaluation of the sample, four (4) tears (a, b, c, and d) were found. In the anterior aspect, tears c and d were discovered measuring approximately 2.8 cm and 0.9 cm respectively. In the posterior aspect, a crease was noted and extended to the anterior view. Within the crease, tear a was observed measuring approximately 0.4 cm and tear b measuring approximately 2.1 cm. Microscopic examination was performed on the tears b, c and d. It revealed no evidence of instrument damage. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Possible causes of the other ruptures observed, could be: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).